Manufacturer narrative:
The technician found the case to be a worn brake pad. The most likely cause is normal wear and tear.

Event description:
The technician reported that during a between patient inspection that he found the brakes were not holding when applied. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).